Event description:
We had opened the surgical pack and the scrub was setting up and at the bottom of the pack there was a plastic bag that you peel the top off and stick on the side of your table. The scrub noticed a bug in between the sticky part and the peel off strip. We tore down the setup and started over and re-picked the case for new set up. The patient never came in the room until second setup was accomplished.